Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. Customer stated that scratched on screen and unexplained no delivery alarm. Customer stated that reset insulin pump setting battery changing plastic chips off with reservoir change. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. No motor error alarms, excessive no delivery alarms, reset alarms, unexpected pump reset or a21 error alarms were noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. Device received with broken belt clip slot.